Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log files. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. Submitted log files for the system controller ((B)(6)) were reviewed and captured driveline power faults alarms from 11apr2026 to 13apr2026, correlating to the system¿s power-a line. These alarms did not prevent the pump from operating as intended. Submitted log files for the post-exchange controller (serial number: (B)(6)) were reviewed and captured the driveline being connected on 13apr2026, consistent with a controller exchange. No alarms were captured in the file post-exchange. Provided information stated that there was some dust and debris in the modular cable connector and the modular cable and system controller were exchanged. After the modular cable and system controller exchange it was stated that alarms did not recur. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 patient handbook section 10, ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f, ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic for driveline power faults that began on 11apr2026. The patient was outside doing light yard work at the time. There was nothing out of the ordinary for the patient. The patient was recently issued a new system controller, but the modular cable was from 2023. There were no obvious signs of damage to the modular cable. With just unlocking not disconnecting the patient, that there was some dust/debris noted in the connector piece. Log files were provided. The log file captured driveline power b faults on 11apr2026 at 1838, which continued for the remainder of the log. It was planned to clear the alarms and replace the modular cable. It advised to the patient to inform the ventricular assist (vad) team if alarms reoccur. It was said the alarms did not reoccur. Photos were provided. It appeared that the modular cable pins were clean and the pin sockets on the pump side were clean as well. The few lines of data post equipment exchange in the log showed no further driveline power faults. Review of the log files during the modular cable and pump investigations captured a system controller exchange from (B)(6). Driveline power faults occurred on (B)(6) but did not recur post-exchange.